Manufacturer narrative:
Device is a combination product. Used (B)(6) 2019 as event date as there was no date provided.

Event description:
It was reported that stent damage occurred. A 4.00 x 32mm synergy ii des was selected for use; however, before entering the body, it was noticed that the stent was damaged. The procedure was completed with a new stent. No patient complications were reported.